Event description:
On (B)(6) 2021 a perceval pvs 23mm was implanted as the patient had a right bundle branch block. The patients condition did not improve and a complete av block was confirmed and a pacemaker was implanted on (B)(6) 2021.